Event description:
It was reported that following a pump replacement the patient experienced increased weakness and inability to ambulate. The patient was seen in the emergency room and then admitted to the hospital. The doctor wanted to decrease the patient¿s dose. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4). The initial MDR was filed as MFR report # 3007566237-2013-03656. Additional review indicated the correct manufacturing site was (B)(4).

Event description:
It was reported that following pump replacement patient felt he was getting more intrathecal baclofen with the new pump. Symptoms patient was experiencing were noted as mild overdose baclofen -sedation. The patient's intrathecal baclofen dose was dropped by 10% (dose not reported). The patient was doing well. Additional review determined the above information was previously reported in manufacturer report #3004209178-2013-20007. Any additional information regarding this event will be reported in this manufacturer report number. Additional information received reported that following pump replacement for normal battery depletion there were no symptoms .the next day the patient decided to go to the emergency room since his health care professional (hcp) was out of town. Nothing was wrong with the new pump or catheter. The patient was hypersensitive to medications of any kind and changes regardless of the route of delivery. The dose and concentration was the same but the new pump had a new calibration constant which was enough for the patient to become symptomatic. At the emergency room a neurosurgeon familiar with the pump was notified to turn it down "just a hair." This resolved the issue and the patient was sent home on the same day. No further issues were noted. The patient continued to receive good therapy. It was noted the intrathecal baclofen therapy started on (B)(6) 2007 and was ongoing. The patient had a history of hypersensitivity and nothing else pertinent. The system was being used to deliver baclofen at 480 micrograms per milliliter and 500 micrograms per day. The pump was then turned down to 480 micrograms per day in the emergency room.